Event description:
Patient was revised because the patella component sheared off due to malalignment. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
Examination of the submitted device confirms patella peg fracture product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the root cause of the patella fracture; however, provided information indicates poor device alignment was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be rec'd, the investigation will be re-opened.